Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. Patient stated she felt like it took too long to charge. Patient stated it took 6 hours to charge her ins even with full coupling. Patient confirmed she started charging when ins was 25% or lower. Patient was redirected to healthcare provider. No symptoms reported. No further complications were reported/anticipated.